Event description:
It was reported to ventec by a third party service provider that the ventilator measured lower peep (positive end expiratory pressure) than set and its exhaled tidal volume (vte) levels were low. Additionally, the device was displaying a "patient circuit disconnect" alarm. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The authorized third party service provider will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.